Event description:
After inserting the nasogastric tube, the nurse attempted to check the placement. The nurse was unable to do so. The nasogastric tube was removed and it was discovered there were no openings at the distal end of the tube. A new nasogastric tube was then inserted.